Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the pulse generator exhibited diagnostics anomaly which caused an alert. The clinician received no more alerts through the merlin.net transmission. On (B)(6) 2016, the patient was seen at the clinic and no further diagnostics issue was seen.